Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 235 mg/dl. Reportedly, during follow up the current bg level was 170 mg/dl. Reportedly, the customer would obtain alternate therapy and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.